Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has a history of atrial fibrillation (af) which at one point caused undersensing with the atrial lead. Atrial sensitivity was programmed in order to accommodate this issue. However, when in sinus rhythm at the programmed setting, there was oversensing which resulted in inappropriate mode switches and unnecessary ventricular pacing. When sensitivity was decreased the af was undersensed. The lead remains in use with mode switch programmed off. No patient complications have been reported as a result of this event.